Event description:
Caller states the patient tested 7.9 inr and 7.7 inr on the coaguchek s system and 4.4 inr on a comparison lab. No actions taken based on device results. No adverse event reported. Patient's coumadin dose was held after the lab result was obtained. Requested return of suspect device and replacement was sent.